Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility reported a colleague infusion pump with failure code 810:11, which occurred upon power-up. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.